Event description:
Customer reported an overinfusion of tpn. Stated the intended rate for the tpn was 45.7 ml/hr but was programmed to infuse at 457 ml/hr. The user programmed the infusion in guardrails, received a soft alert and continued with programming. The infusion ran for 2 hours, (vtbi 1000 ml) before the error was identified. The patient was transferred to the ICU because of unresponsiveness and acute hyperglycemia. Customer reported the patient received medical intervention in the ICU, but was unable to specify the type of intervention. The patient was transferred out of the ICU after 24 hours and no long term ill effects were experienced by the patient. The customer stated that per the report submitted by the user and the results of their log review, the event was caused by user programming. A modification to their data set to place hard limits for tpn infusion was identified. The pcu and associated module event logs were requested but not returned. The customer declined a device log review or investigation by cardinal health.

Manufacturer narrative:
Patient information requested and all available information is included.